Manufacturer narrative:
Genicon has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all sub-assemblies, components and raw materials. Additionally qa staff performed an unannounced walk through of the manufacturing area and cleanroom where device assembly and packaging is performed. This lot passed all manufacturing and quality control inspections and no irregularities or abnormalities were found during the record review or walk through which could have led to the user's experience. Review of vigilance reports did not reveal any trends, with respect to an increase in frequency or a trend to a specific lot. Additionally this is the first known occurrence of this issue dating back to 2016 on all genicon sterile products. Unfortunately the suspect device was not able to be retained for evaluation and no pictures were provided for review. In the absence of the suspect devices and given the available information, the failure could not be confirmed and the exact root cause of this event could not be determined. This event did not involve a patient and did not result in patient harm in this instance, but has a probability to result in patient harm due to the potential for foreign material to be introduced into the surgical field. Out of an abundance of caution, genicon is therefore notifying the appropriate regulatory authorities. Gencion will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, gencion will re-open and reassess our investigation and response at that time.

Event description:
From report provided by the distributor: "contacted by e-mail from (B)(6) whom notified me a circulator spotted a hair in the sterile packaging. Bag was not used and forwarded to risk management for their internal review. I personally went to (B)(6) to examine and get picture but was not allowed til risk management completes their due process and will notify me for pick up. I will not pick up item, and will await further instructions from cs if wanting to mail back."